Manufacturer narrative:
No product was returned so the reported complaint could not be confirmed.

Event description:
It was reported that the customer used the epifuse connector with the combination with the hakko's filter. During use the leakage occurred from the connection of the both components.